Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user¿s ilet insulin delivery was paused for an extended period and the device generated multiple low insulin and very low insulin alerts, after which the user reported blood glucose values in the low 200s and indicated they were fine. Symptoms included hyperglycemia. Outcomes included no reported injury, medical intervention, or hospitalization. Investigation included review of device logs and customer support outreach. Investigation of this case revealed insulin delivery was paused and alerts were generated, with a potential for insulin depletion; no device malfunction was identified based on available information. It was concluded, based on previously established findings for similar reports, that the cause was unclear.